Manufacturer narrative:
Per the tandem user guide: ¿make sure a sensor glucose reading shows in the upper right portion of the cgm home screen before calibrating.¿ per the tandem user guide, ¿blood glucose values used for calibration must be between 40 to 400 mg/dl and must have been taken within the past 5 minutes. ¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 50 mg/dl, and the meter bg reading was 212 mg/dl. Reportedly, the customer performed calibrations when there was no bg value displayed on the cgm home screen, and the customer did not enter in bg values for calibrations within 5 minutes of testing. No additional patient or event information was available. Reportedly, the customer performed a calibration.